Event description:
A nurse reported during the intraocular lens implantation injector triggered the lens suddenly from the injector into the anterior chamber in a way that the doctor could not have anticipated and the lens became partially stuck in the head wound of the surgical site. The doctor managed to use an auxiliary instrument to bring the lens into the anterior chamber without complications. The injector was recovered and found in the ess cutter. The instrumenting nurse did not notice anything abnormal in the preparation of the injector viscoadding, etc. And initially the injector plunger moved without problems. The piston triggered the lens when the doctor was putting the lens in the eye. There was patient contact but no harm to the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).